Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not recognizing an installed test load during operational testing. The customer requested that the device be returned for bench repair. There is no patient involvement.